Event description:
This pump was returned to baxter as an out of box failure, with no additional reported problem or information. A baxter service technician found a failure code 500 in the event history during the device's evaluation.